Event description:
It was reported that the patient's heart rate was below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate prior to admission. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.